Event description:
Dental implant failure.

Manufacturer narrative:
Implant fracture reported by clinician. No further patient complications were reported. The device was not returned for evaluation. X-ray review indicates bone loss likely caused the fracture and abutment/restoration separation. Manufacturer's trend analysis show that implant fracture is a low-rate adverse event, which is common for endosseus dental implants in clinical use.